Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of hypertension (htn), pulmonary hypertension, peripheral artery disease (pad), paroxysmal atrial fibrillation (pafib) and right carotid endarterectomy. After placing the wire in the left ventricle (lv), the patient developed with a complete heart block. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using an 18mm, non-abbot balloon. During the procedure, the valve was able to be implanted. On the following day, the patient received a permanent pacemaker. The patient was discharged.

Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of hypertension (htn), pulmonary hypertension, peripheral artery disease (pad), paroxysmal atrial fibrillation (pafib) and right carotid endarterectomy. The length of the membranous septum was 2mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. After placing the wire in the left ventricle (lv), the patient developed with a complete heart block. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using an 18mm, non-abbot balloon. During the procedure, the valve was able to be implanted at a depth of 3mm on the non-coronary cusp (ncc). A temporary pacemaker was placed to stabilize the rhythm. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. On the following day, the patient received a permanent pacemaker. The patient was discharged.

Manufacturer narrative:
An event of heart block was reported. Information from the field indicated that the patient had a prior medical history of hypertension (htn), pulmonary hypertension, peripheral artery disease (pad), paroxysmal atrial fibrillation (pafib) and right carotid endarterectomy. The length of the membranous septum was 2 mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The valve was implanted at final implant depth of 3mm on the non-coronary cusp (ncc). A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported heart block could be due to patient comorbidities. However, this could not be confirmed. The reported unexpected medical intervention and surgery are results of case-specific circumstances, as temporary pacemaker was placed, subsequently permanent pacemaker was implanted due to heart block. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.